Event description:
A mayfield modified skull clamp slipped during surgery. There was a 30 min delay as a result. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.